Event description:
Subcutaneous mastectomies & reconstruction w/implants over 20 years ago. 7/01 reconstruction for ruptured implants & capsulectomy. Developed baker class IV capsular contractures. Removal of bilateral silicone breast implants and bilateral capsulectomies, with exchange of smaller silicone breast implants.